Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 accessory kit underwent a thorough analysis. Visual inspection identified there were two straight window quick connectors (wqc), three right angle wqc, three straight suture-tie connectors, two right angle suture-tie connectors, eight collets, one collet holder, one 22g blunt tip needle, four 13 cm lengths of tubing and 1 tubing plug. All these components passed visual inspection. Additionally, it was noted that one straight wqc, one 22g blunt tip needle, two 15g blunt tip needles, two keith needles and one proximal tool were not returned for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available no fault conditions could be identified. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the catheter could not be placed during the procedure; therefore, the procedure was cancelled. It was noted that the patient had already been administered general anesthesia. There were no device issues and no patient complications. This event is being reported for the procedure aborted after patient sedation with general anesthesia.

Event description:
It was reported that the catheter could not be placed during the procedure; therefore, the procedure was cancelled. It was noted that the patient had already been administered feneral anesthesia. There were no device issues and no patient complications.